Event description:
Patient stepped out of room into the hallway, pulling on IV when baxter clear link 3-port primary IV tubing came apart at the distal y-site.====================== health professional's impression======================not known====================== manufacturer response for IV tubing, baxter clear link 3-port primary IV tubing======================acknowledged. Awaiting medwatch.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.